Event description:
Md attempted to deploy a coil, but the coil would not deploy. The coil was removed and replaced with no harm to the patient. Manufacturer response for coil, coil (per site reporter). Mfg notified by site.